Event description:
This complaint is now reportable based on the analysis completed on 01/29/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.50x12mm taxus liberte drug eluting stent would not cross the lesion. The 80% stenosed lesion being treated was located in the moderately tortuous, moderately calcified diagonal artery. The procedure was completed with another 2.5x12mm taxus liberte stent. No pt complications were reported. Pt's status reported as "good." However, the returned product revealed stent damage and a shaft fracture.

Manufacturer narrative:
The returned unit was consistent with the complaint incident. A visual and microscopic examination found that the distal edge of the stent was damaged. The stent was damaged on the first row from the distal section; some of the struts were slightly raised. The outer of the device had kinks along the entire length. The midshaft section was stretched throughout and measured approximately 0.8cm greater than the expected length. Visual examination of the tip revealed tip damage. The tip was flared. A visual and microscopic examination found that the hypotube had broken approximately 21.9cm from the catheter strain relief (csr). A visual and microscopic examination found that the outer had broken approximately 9cm from the tip, this break was not uniform. No additional product analysis or external evaluations were performed. A recommended size product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. No additional product analysis or external evaluations were performed. A review of the mfg documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification is operational context as the complaint is associated with a product that meets the boston scientific corp (bsc) design and MFR specification but due to anatomical/procedural factors encountered during the procedure performance was limited.